Event description:
The customer reported that there were intermittent cine errors; the left screen would intermittently go black during cine playback. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated. The hard drive and image processor board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.